Manufacturer narrative:
Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. Manufacturing year 2015. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the fragmentation of the capsule for a cataract procedure the system had suction loss while firing. There was an evident bubble (in visual field). Case was aborted and finished in the operating room without a liquid optics interface.

Manufacturer narrative:
Additional information manufacturing date - the manufacturing site reported the manufacturing date for the system is june 2015. Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, device history records and risk documentation reviews for this equipment were performed. The review of the device history record (DHR) for the catalys system showed that there were no issues or non-conformities. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation no failure was detected. All pertinent information available to abbott medical optics has been submitted.